Manufacturer narrative:
On 8-oct-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-oct-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was a leak. The vizigo sheath had a leaking valve. The sheath was replaced and the procedure was continued. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001720 number, and no internal actions related to the reported complaint condition were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. However, the subsequent investigations and corrective actions related to the conditions of the hemostatic valve, an internal action was opened. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was a leak. The vizigo sheath had a leaking valve. The sheath was replaced and the procedure was continued. No patient consequences were reported. Additional information: physical damage was noted on the valve hub. To be more specific on what section broke/separate: part of the job was visible in the clear hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The issue did not require percutaneous, surgical removal or medical intervention. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost:<100 cc. The sheath was inside of the patient's body during the discovered event. However, no air entered the patient that was identified. The valve was leaking blood and the physician quickly exchanged for wire and new sheath. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).